Event description:
On (B)(6) 2022, senseonics was made aware of an event where the user experienced sensor suspend alert leading to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible.as part of resolution, a return material authorization (RMA) was issued for sensor replacement. No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer? No,not returned to manufacturer. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.